Manufacturer narrative:
A photograph of the retrieved fragment was received from the customer. A review of the submitted photograph was performed by the intuitive surgical, inc. (Isi) quality investigations engineer (qie). The qie was unable to make a conclusive determination of the alleged fragment based on the photograph, and whether it was from an isi product. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The referenced 0 degree endoscope was visually inspected and functionally tested. Investigation identified no issue and no missing fragments. The endoscope was verified as ready for use. Isi has not received the instruments or the fragment for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument or the fragment is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment was found inside the patient. Although the fragment was retrieved without patient harm, adverse outcome or injury, this event could potentially cause or contribute to an adverse event if it were to recur. At the time of this report, the source of the fragment remains unknown, including whether the fragment came from an isi product or from some other source. Due to the potential of the fragment coming from an isi product, refer to the following reports being submitted: patient identifier (B)(6) for the report on the monopolar curved scissors instrument. Patient identifier (B)(6) for the report on the long bipolar grasper instrument. Patient identifier (B)(6) for the report on the large needle driver instrument. Patient identifier (B)(6) for the report on the vessel sealer extend instrument.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, the surgeon visualized a fragment inside the patient's body. The entire fragment was retrieved. The procedure was completed with no further issue. There was no report of instrument collision, patient harm, adverse outcome or injury. According to the reporter, they were unable to determine the source of the fragment. The customer reported that they were not sure if the fragment came from an intuitive surgical inc. (Isi) instrument/accessory, or from some other source. The customer noted that they were using the following isi products during the procedure: monopolar curved scissors (mcs), vessel sealer extend (vse), long bipolar grasper, large needle driver instrument, and 0 degree endoscope. Isi followed up with the site and obtained the following additional information regarding the reported event: no known post-operative tests (x-ray, ultra sound) were performed and no known additional surgical intervention was conducted. No post-operative complications have been reported as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
67 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was not confirmed. Visual and microscopic inspection of the returned instrument found no damage on the wrist assembly. No broken wire or cable damage were identified. The conductor wire was found intact with no missing piece. No material appeared to be missing at the distal end of the instrument. The instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. The instrument's energy delivery functionality was verified and passed specification. The instrument operated as expected. The instrument passed the electrical continuity test during testing. Isi investigated the returned fragment returned under patient identifier (B)(6). The fragment was identified to be a piece of a conductor wire insulation measuring approximately 0.151" in length. The returned fragment does not belong to the instrument referenced in this report. Review of the system and instrument logs confirmed the customer usage of monopolar curved scissors (mcs), vessel sealer extend (vse), long bipolar grasper, large needle driver instruments on da vinci system (B)(6) on the reported event date. The instrument referenced in this complaint has not been used in subsequent procedure since its last usage on the reported event date.

Event description:
Refer to h10/h11 for follow-up information.